Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a procedure the balloon was broken. Visual inspection noted that the valve seal and locking collar were intact. A cut was observed to penetrate the balloon. The balloon was unable to be inflated due to the observed cut. The flapper valve and locking collar functioned properly. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken balloon and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter, the balloon burst when attempting to fill with air. It potentially burst within the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).